Manufacturer narrative:
Device evaluated by manufacturer: the visual and tactile inspection was performed and it was found that the core wire was fractured approximately 135.2cm from the distal end. All of the outer diameter measurements are within normal specification. Sem analysis revealed that the fracture occurred due to a reduction of the cross-sectional area followed by torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states, "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary interventional procedure, a guide wire fracture occurred. The 70% stenosed lesion was located in a moderately calcified ostial right coronary artery (rca). During platform testing of a rotablator advancer unit and an unknown size rotablator burr, they were unable to increase the rotational speed of the burr. The advancer unit was replaced and platform testing was able to be completed. As the burr catheter was beginning to be introduced into the body, it was noticed that the 330cm floppy rotawire guide wire was fractured on a part of the wire outside the body. The rotawire guide wire was able to be removed without incident. The procedure was completing with another of the same devices. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during preparation for a percutaneous coronary interventional procedure, a guide wire fracture occurred. The 70% stenosed lesion was located in a moderately calcified ostial right coronary artery (rca). During platform testing of a rotablator advancer unit and an unknown size rotablator burr, they were unable to increase the rotational speed of the burr. The advancer unit was replaced and platform testing was able to be completed. As the burr catheter was beginning to be introduced into the body, it was noticed that the 330cm floppy rotawire guide wire was fractured on a part of the wire outside the body. The rotawire guide wire was able to be removed without incident. The procedure was completing with another of the same devices. No patient complications were reported and the patient's status is okay.